Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer is a registered nurse who reported she pulled on the string of a tampon prior to use and the string pulled out the inner core of the tampon separating it from the outer cover. Since the tampon fell apart into two pieces she could not use this tampon and discarded it.